Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the pump had been beeping every 15-30 minutes. The caller stated that they went to the doctor to get the pump filled and thought the pump was beeping because they were at the end of their medication, but the pump was still beeping after the refill. The caller stated that the patient had a ptm (personal therapy manager) but didn¿t use it because it didn't help them. The agent reviewed considerations and redirected the caller and patient to their healthcare provider to further address the issue.